Event description:
It was reported that the patient had a withdrawal in the past, a long time ago, many years ago. At the time of the withdrawal the pump stopped working and the patient had to go into the hospital and have the issues cleared up.

Manufacturer narrative:
(B)(4).